Manufacturer narrative:
Hamilton medical ag comes to the conclusion: update from 24.02.2024: root cause: boom support failure belongs to the general defect repair, which could be resolved by replacement. Correction: the machine operated normally after the replacement of a new boom. Reason for not taking control actions: 1. Boom support failure could be resolved by replacement. 2. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. The ventilator has no defects and did not affect the patient's normal ventilation; no injury was caused to the patient. In summary, no control actions are required since the risks are completely controllable.

Event description:
The following was reported to hamilton medical ag: summary: the report from hospital say during the usage, the pipeline bracket cannot be supported and cannot work normally. After the department reports to the equipment department, an engineer is sent to inspect and repair. It is necessary to replace the pipeline bracket with a new one, and it will be used normally after repair.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: update from 24.02.2024: root cause: boom support failure belongs to the general defect repair, which could be resolved by replacement. Correction: the machine operated normally after the replacement of a new boom. Reason for not taking control actions: 1. Boom support failure could be resolved by replacement. 2. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. The ventilator has no defects and did not affect the patient's normal ventilation; no injury was caused to the patient. In summary, no control actions are required since the risks are completely controllable. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: the report from hospital say during the usage, the pipeline bracket cannot be supported and cannot work normally. After the department reports to the equipment department, an engineer is sent to inspect and repair. It is necessary to replace the pipeline bracket with a new one, and it will be used normally after repair.

Event description:
The following was reported to hamilton medical ag: summary: the report from hospital say during the usage, the pipeline bracket cannot be supported and cannot work normally. After the department reports to the equipment department, an engineer is sent to inspect and repair. It is necessary to replace the pipeline bracket with a new one, and it will be used normally after repair.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: accessories, tubing support arm, use error wear and tear. Correction: replace the new pipeline support.